Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated cartridge with a non-qualified viscoelastic. Per the information provided a monarch ii handpiece was used with the cartridge. The handpiece will not physically accommodate the cartridge. This may have been reported in error. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the 21.0 diopter (add power +2.2/+3.2) lens was replaced with a 21.0 diopter, (1.5 extended depth of focus) lens due to reported dysphotopsia. Due to the exchange of a multifocal lens to an extended-depth-of-field lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Additional information was provided that the patient had pre-existing mgd and dry. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced halos. Clinical reason was mentioned as dysphotopsia. The iol was exchanged for another lens model (edof) following the seven months after initial implant procedure. The physician prognosis was reported as, patient already happy after lens exchange and no more halos.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).